Event description:
A surgeon reports that an intraocular lens (iol) was damaged during loading into the cartridge of the iol delivery system. The damage was noticed after the iol was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol. Additional information has been requested.